Event description:
This report is being filed after the subsequent review of the following journal article, oh, c.w., et al., (2006). Double plating of unstable proximal tibial fractures using minimally invasive percutaneous osteosynthesis technique. Acta orthopaedica 77(3); 524-530. This study was conducted from october 1999 to january 2003 and included 23 patients (mean age 54 (36-78) years, 18 men). Two experienced trauma surgeons treated 23 proximal tibial fractures in 23 patients and were treated with double plating using a minimally invasive percutaneous technique. The fractures were stabilized with two kinds of plates (a narrow limited contact-dynamic compression plate (lc-dcp; synthes) and/or a locking compression plate (lcp; synthes) using the minimally invasive percutaneous osteosynthesis (mipo) technique. Patient 16, 64 y/old experienced mild malalignment (varus 5 degrees). This is report 2 of 7 for (B)(4). This report is for an unknown plate and refers to mild malalignment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Oh, c.w., et al., (2006). Double plating of unstable proximal tibial fractures using minimally invasive percutaneous osteosynthesis technique. Acta orthopaedica 77(3); 524-530.. This report is for unknown plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.